Event description:
It was reported to medtronic minimed that the customer received a pump error 35(a broken force sensor was detected during seating or regular delivery), an open book image, the pump was exposed to water, buttons are no longer responsive, battery cap metal piece damage. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for fluid in the pump and the customer reported that no visible fluid in pump. The pump did not pass self-test. Troubleshooting was performed for keypad anomaly and the customer stated that the pump has not been exposed to altitude change. Troubleshooting was performed for critical pump error and the customer reported damage to the pump. Troubleshooting was performed for damage and the customer reported damage to the battery tube threads and the pump functionality was affected. Troubleshooting was performed for battery cap issues and the customer reported battery cap damage. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to download files and traces using thump download due to moisture damage on electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. Unable to verify unresponsive keypad and pump error 35 alarm due to critical pump error alarm and download difficulties. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. The following were noted during visual inspection cracked battery tube threads, fading serial number label, cracked keypad overlay at select button, detach retainer, broken reservoir tube lip, missing reservoir tube o-ring and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Unable to verify unresponsive keypad and pump error 35 alarm due to critical pump error alarm and download difficulties. Unit confirmed exposure to moisture damage. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. Unit confirm physical damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.